Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient controller battery dies before the ins battery is done charging which usually takes around an hour and 15 min. It was noted that the coupling is sometimes excellent then goes to good or poor without moving. The rep was advised to tell the patient to contact patient services. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's wife and the manufacture representative reported that the patient can only get 'excellent' recharging efficiency when they press the recharging antenna up close to the ins but that it can change on its own without the patient moving. It was noted that there was no evident changes at the pocket site. The patient's wife stated that these issues started sometime around (B)(6) 2018. A new controller battery pack was sent to the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.